Manufacturer narrative:
The device history record review could not be performed since no lot number was provided. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to determine the root cause. We will continue to monitor reports and take actions as applicable.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that on the evening of (B)(6) 2025, anesthesia used a yankauer suction at the end of the case. After the patient was discharged home, she admitted to having some irritation and difficulty swallowing. After going to bed that night, she woke up coughing and the blue tip from the yankauer was in her mouth. Per customer knowledge, the patient had no further issues and agreed to bring the tip back to the hospital.